Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse found that power tray and f11 fuse are defective which didn¿t allow power to the system. The fse replaced the power tray and f11 fuse. After replacement of power tray and f11 fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was not starting up, as expected. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.